Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia, and reported reservoir showed less insulin than what status screen indicates. The customer reported blood glucose value of 62 mg/dl at the time of the event. The hypoglycemia was treated with carbohydrate intake and the hyperglycemia was treated with the insulin pump. The event involved the product mmt-1886. Troubleshooting was performed, and the customer continued using the insulin pump system within 48 hours of the low blood glucose event and it was unknown whether the auto mode feature was active or not at the time of the event. The customer over treated the the hypoglycemia that lead to high blood glucose. No further complications requiring medical intervention were reported. It was unknown whether the customer will continue use of the device, and no product return is required for mmt-1886.